Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. It was reported that when the patient attempted to connect to the pump during the call, they described that the handset was lagging at 90%. The patient stated that the handset would get stuck at 90% for like 45 minutes. The agent reviewed and guided the patient through deleting the data. The patient was then able to connect to the pump without any issue or lag. When asked for the event date, the patient said that it was when they first got the device.

Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient regarding an external device to an implantable pump infusing fentanyl, dilaudid ( hydromorphone) and unknown drug for non-malignant pain. It was reported that the patient stated that they had called once before and the equipment was acting up again now. The patient said that the communicator light just flashed blue and that the handset was lagging at 90% again. The agent reviewed. The agent guided the patient through clearing the data. The patient noted that they called and had the data cleared around the end of december last year. The patient was then able to connect to the pump without any issues or lag. When asked for the event date, the patient said that it was the last week to week and a half (B)(6) 2026.